Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1087 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redv1087) have been reported from the same facility.

Event description:
It was reported via medwatch "nurse attempted to insert midline in right upper arm. When catheter would not advance, the nurse removed the device and found the tip had broken".